Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that expected care group alarms were missing. Limited information was provided however it was indicated that an upgrade had been recently performed and it is possible that configuration settings were not adjusted post upgrade. No patient harm was reported.

Manufacturer narrative:
.

Event description:
The customer reported that expected care group alarms were missing. No patient harm was reported.